Event description:
As reported to coloplast though not veriifed, patient implanted with aris on (B)(6) 2011. After patient experienced erosion, pain, infection and need for additional surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text : device not returned.